Manufacturer narrative:
(B)(4). Results: failure to follow instructions (force was used); inherent risk of procedure (dislodgement); patient's condition affected effectiveness of device (vessel tortuosity); related to another drug/device (withdrawal through previously deployed stents). Conclusion: another device caused failure (withdrawal through previously deployed stent); device failure/lack of effectiveness related to the patient condition (vessel tortuosity).

Event description:
The physician was treating a lesion in the mid rca with an integrity rapid exchange (rx) bare metal stent. The vessel was tortuous with no calcification. The lesion was pre-dilated and the device was prepped prior to use with no issues noted. Force was used in an attempt to cross the lesion. The physician was unable to cross the lesion. While withdrawing the device, the stent got caught on a previously deployed stent and dislodged. The dislodged stent was left in profunda and the patient was treated with medication. The patient is reported to be good post procedure and no clinical sequelae were reported.